Event description:
The manufacturer received information alleging a ventilator screen blacked out. The screen blacked out when they detached the catheter mount to perform suction and pressed the sound silence button. The device was operating. The sales representative visited the patient and confirmed an additional issue of the volume was occasionally impossible to adjust. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, and the screen black out issue was unable to be duplicated. As preventative measure, the display was replaced. Final testing, battery check, valve check, run in tests, and cleaning were performed. The unit operated properly.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator screen blacked out. The screen blacked out when they detached the catheter mount to perform suction and pressed the sound silence button. The device was operating. The sales representative visited the patient and confirmed an additional issue of the volume was occasionally impossible to adjust. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, and the screen black out issue was unable to be duplicated. As preventative measure, the display was replaced. Final testing, battery check, valve check, run in tests, and cleaning were performed. The unit operated properly. Additionally, the display assembly was sent to the philips investigation lab (pil) for further testing. The technician did not confirm a problem with the display assembly itself. No further investigation is required.